Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h11: two (2) devices and photo samples were received for evaluation. A visual inspection was performed, and the tube was originally under inserted inside the pip of the chamber, and minimal traces of solvent were present on the tube. However, it was confirmed that the chamber has embedded particles (not free moving) within the walls of the chamber which is part of the fluid path. The reported condition was verified. The cause was determined to be from manufacturing assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing disconnected at the connection point to the drip chamber of two (2) solution administration sets. This was noticed before patient use. There was no patient involvement. No additional information is available.